Manufacturer narrative:
Facility staff stated that the pump hooks might not be compatible with the chairs used in the hospital. The instruction for use dedicated to aura minipump (IFU, 500935) contains detailed instructions on the correct installation of the pump and specifies that if the pump cannot be mounted on a chair, it may alternatively be placed on another stable horizontal surface. ¿the pump should be placed feet down on any convenient horizontal surface or alternatively suspended from the chair frame by means of the spring-loaded hanging hooks.¿ the IFU also provides comprehensive guidance on the proper use of the bed mattress system and clearly states that the device should only be operated after fully reading the instruction for use. Based on the information received, it can be considered that the pump most likely fell because it was not properly mounted on the chair. However, this hypothesis cannot be confirmed due to the inability to verify the circumstances of the incident with the caregiver involved. The inspection revealed no defects or malfunctions in the device. Therefore, it can be reasonably excluded that a technical failure of the pump contributed to its fall. To summarize, arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. The device was performing as intended. No malfunction was found during the device evaluation. The complaint was deemed reportable due to a serious injury sustained when the aura pump fell onto the caregiver's foot.

Event description:
During a meeting between the arjo sales representative and facility staff, it was reported that an aura pump fell on a caregiver's foot, resulting in a foot fracture. The incident reportedly occurred approximately 6 weeks prior to arjo being made aware of it. There was no indication of any patient involvement. As the nurse was absent from work due to an injury sustained, no direct information regarding the circumstances of the event could be gathered.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The investigation is ongoing, results will be updated in the final report.

Event description:
During a meeting between the arjo sales representative and facility staff, it was reported that an aura pump fell on a caregiver's foot, resulting in a foot fracture. There was no indication of any patient involvement.